Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the suture was being used for patient, the needle broke on the first point. Surgeon replaced the device to resolve the issue. There was no patient injury.